Event description:
Patient was returned to the o.r. On (B)(6) 2013 for delayed union of humeral fracture. Patient had been implanted 6 weeks prior with a humeral plate and screws. The surgeon removed three of the locking screws because they were too short and unstable. The screws were replaced with longer screws. There was no reported delay or difficulty during the procedure. This report is 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.